Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl. The customer had no symptoms and treated with a bolus and manual injection. Troubleshooting was performed and found that the customer uses cold insulin from the refrigerator and does not warm it to room temperature. Customer indicated that the time and date on the pump are correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.